Event description:
I was using this product in a CPR training class. The valves detached for both students in the class. I gave them new ones, and those valves detached also. Injury information: incident, no injury. Product description: the practi-valve training valves are used to practice mouth to mouth resuscitation/CPR. The trainee connects the blue plastic air valve to a plastic mask, places it over the dummy's mouth and blows through the valve to fill the dummy's lungs with air. Retailer: (B)(6). Purchase date: (B)(6) 2015. The product was damaged before the incident: no. The product was modified before the incident: no. Have you contacted the manufacturer: no. Document number: (B)(4), report number: (B)(4).

Event description:
I was using this product in a CPR training class. The valves detached for both students in the class. I gave them new ones, and those valves detached also. Injury information: incident, no injury. Product description: the practi-valve training valves are used to practice mouth to mouth resuscitation/CPR. The trainee connects the blue plastic air valve to a plastic mask, places it over the dummy's mouth and blows through the valve to fill the dummy's lungs with air. Retailer: (B)(6). Purchase date: (B)(6) 2015. The product was damaged before the incident: no. The product was modified before the incident: no. Have you contacted the manufacturer: no. Document number: (B)(4), report number: (B)(4).